Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, the balloon could not be fully deflated and could not be taken out of the scope. Reportedly, the balloon was removed together with the scope and continued the balloon removal outside the patient. The procedure was completed at this time. There have been no patient complications reported as a result of this event.